Manufacturer narrative:
The subject device was returned for device investigation and the reported malfunction was not confirmed. However, the following reportable malfunction was identified during the device evaluation: b30 error. Based on the results of the investigation, and since the reported malfunction was not reproduced during the device evaluation, the root cause could not be identified. Based on the results of the investigation, a root cause for the malfunction identified during the device evaluation could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device

Event description:
It was reported that the subject device displayed e216 error. There were no reports of patient harm.